Manufacturer narrative:
Product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient had several issues. The patient reported their stimulation was a shocking feeling and a sensation of ¿being electrocuted¿. The patient stated that they felt this when they sat down and then they decreased stimulation from 0.9 to 0.7, then to 0.6. The patient reported that they were no longer feeling stimulation on the day of the report, so they increased it to 6.5 where they felt nothing. The patient mentioned feeling a belly ache and experiencing anxiety. The patient also reported that they wire may have moved or shifted, so they were redirected to their healthcare provider to have the wires checked. On (B)(6) 2018 the patient reported again that they felt that jolting/shocking feeling when they first had the procedure. The patient also reported that when they got into bed the night before, they felt some shocking sensation again. The patient noted that they felt dizzy. It was noted that the trial began on (B)(6) 2018. No further complications were reported.